Event description:
The pt received their scs system on (B)(6) 2010 with a paddle lead. It was reported that the stimulation was not reaching the pt's neck as required. The pt's doctor tried to reposition the lead for better stimulation but could not safely move it up any higher. As a result, the scs system was explanted.

Manufacturer narrative:
Eval: results: the product was received incomplete. As a result, no functional testing was performed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.